Event description:
Customer reported receiving several no delivery alarms on the insulin pump. Customer stated that the serter acts like the cannula bends when pushing it down. Customer also mentioned that the tape was sticking to the side. Customer's blood glucose reading at the time of the call was 509 mg/dl and has treated with a shot. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.